Event description:
The customer reported the wake button was sticky and unresponsive. There was no reported adverse impact to the customer's blood glucose level. Additional information was not received. The customer declined further follow up from tandem technical support.